Manufacturer narrative:
(B)(4).

Event description:
The thermacor 1200 infusion system was being used at (B)(6) on (B)(6) 2016. The hospital reported that a patient with a gi bleed was being transported by ambulance to the ER department. Upon arrival, the tis-1200 unit was set-up with a ptc-1200 (cassette with patient line and 3 spike set). After set up, the ER staff had a leak at the top of 3 spike set reservoir resulting in ~800ml of blood spilled. The nurse educator was contacted and noticed no vent filter was on the 3 spike set reservoir. The nurse educator attached a cap allowing the 3 spike set to be used without replacement but the process took about 15-20 minutes. The 3 spike set was not retained by the hospital for further investigation; however, a photo of the tubing set was provided. Ptc-1200 retains were profiled for a missing vent filter and no issues were found with the tubing sets. The manufacturer inspected all product at their facility and no missing vent filters were noted. All inventory was reviewed at the hospital and no 3 spike set missing the hydrophobic vent filter were found.